Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat (B)(6), male pt in cardiac arrest, the device was dropped and the display was all black. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.